Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
Note: this report pertains to the second of two captivator ii snares used during the same procedure. It was reported to boston scientific corporation that captivator ii snares were used during a procedure performed on (B)(6) 2024. During the procedure, the device was unable to deliver energy. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.